Event description:
Reportedly, a cryocyte freezing container had the protective d-ring cover come off the prot allowing air into the bag during thawing. Pt product was discarded along with the container at the time of the event. Sufficient backup product remained for pt reinfusion. There was no harm to the pt. It was learned that this account was not transitioning in the vapor phase of liquid nitrogen storage for a minimum of four hours prior to immersing the container in the water bath for thawing. This recommendation is included in the labeling distributed with the product. The customer will look into adding this to their protocol. Complaint file# 9700113